Event description:
The service technician found a colleague infusion pump with failure code 810:04 cause by ail (air in line) out of calibration and was recalibrated by service. The event was reported to have been found during service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).